Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. No repairs were done to the device. The device was returned unrepaired as per the customer.